Event description:
It was reported that the patient was experiencing pocket stimulation and it was unknown if this was due to the atrial or ventricular lead. There was a recent significant increase in threshold on both leads. A fluoroscopy was done and nothing abnormal was noted. The parameters on the leads were reprogrammed to adjust the sensitivity and they both remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.